Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/29/2024, it was reported by a sales representative via e-mail that an ar-7222 #2-0 fiberstick did not cut. This occurred during a tctr procedure; they placed the threads without problems, but when they tried to use the sawing back and forth motion to cut the ligament, nothing happened. The ar-7222 slid back and forth across the ligament but would not cut. The procedure had to be abandoned. Additional information was provided on 03/05/2024, where the sales representative reported that this event occurred during an ultrasound-guided carpal tunnel release on (B)(6) 2024.

Manufacturer narrative:
Additional information: b3, g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error when using the knot pusher/suture cutter due to the suture was not able to be cut.